Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen went blank when the unit was running on internal battery. There was no patient involvement.